Event description:
Us complainant reported the patient was on impella cp support due to st-elevated myocardial infarction (stemi). While on support, the patient arrested several times. Cardio-pulmonary resuscitation (CPR) was performed, and the impella pulled back to the aorta. The interventional cardiologist couldn¿t recross the aortic valve. Impella was removed and new device was implanted successfully. Patient arrested again and patient expired. Use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related. B5 missing the mso review statement on manufacturer device report 1220648-2024-19037.

Event description:
The patient expired during the procedure. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.